Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
On (B)(6) 2021, the patient underwent a second right knee revision to address infection, wound dehiscence, delayed wound healing, drainage, and mild redness around wound. The tibial insert was the only product revised. The surgeon also performed an irrigation and debridement, placement of antibiotic containing pellets, closure of previous lateral release, scar revision lateral wound 5 cm, and repair of partial patellar tendon avulsion using two sutures. The surgeon noted the previous patellar tendon repair was intact, however, there was no way he could get the knee flexed up enough to remove the tibial insert. Therefore, the repair was taken down to allow removal of tibial insert. Most of the patellar tendon had previously stayed intact. However, there was significant avulsion.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Event description:
Additional information received indicated that the patient was experiencing an increase in pain prior to revision on (B)(6) 2021.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H10 additional narrative:  added: b5, h6 (clinical code). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.